Manufacturer narrative:
One infusion pump was received in relation to the reported event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, it was confirmed that "no disposable" alarm occurred continuously on (B)(6) 2021. A function test of the device was completed and was unable to replicate the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that, when the patient was taking a class with the medication cassette connected, a "no disposable, pump won't run" alarm sounded. The start stop key did not work. They attempted to do forced shutdown by pressing the on off key. However, after they restarted the pump, the alarm persisted. They removed the batteries from the pump and reloaded them into it, but the same alarm was issued again. So they detached and attached the cassette twice or so. Even after that, the alarm reoccurred. The patient received hospitalization in a nearby clinic and emergency administration was performed by syringe pump. No patient injury was reported.